Event description:
The physician attempted arteriotomy closure using the closer s tsl fr. Device. The close was successful with no complications. The pt was receiving a iib/iiia inhibitor and plavix. Post-intervention, the pt developed a large hematoma. Manual pressure was held for 25 mins because of this hematoma. A pressure dressing was placed and no further bleeding following the manual pressure. Ultimately, however, the hematoma was evacuated in surgery. Follow up info on the pt's condition was attempted by the perclose rep on both 10/11/01 and 10/17/01. As of that date, no surgical report could be provided to perclose.